Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the doctor decided to replace the lens. The iol was exchanged due to an unknown reason. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the customer indicated the use of a qualified cartridge, a non-qualified handpiece and a non-qualified viscoelastic. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by a certified ophthalmic assistant, who reported that the iol fell back into the eye during the initial implant procedure. A retinal special performed a pars plana vitrectomy, removed the iol and replaced it with an anterior chamber iol with suture closure. According to the coa, in the retinal surgeon's opinion the iol did not cause/contribute to the event. She does not know the opinion of the initial implanting surgeon.